Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event.

Event description:
Additional information was received infection was resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an infection at ipg site. In turn, the physician washed and cleaned the area. Reportedly, the infection resolved.